Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Event description:
A year after having a cypher stent placed in the proximal left anterior descending artery (lad), follow up coronary angiography (cag) was conducted and revealed that the distal edge of the cypher was under-dilated. There was no restenosis observed inside of the cypher stent in the proximal lad (25%). The patient is a female, who was enrolled in the clinical study. The vessel was a de novo, eccentric and focal, but not calcified or tortuous. The diameter of the vessel was 2.68mm and the lesion length was 9.08mm. Pre-procedure stenosis was 63.2%. Aha/acc classification of the vessel was a type b1. In 2004, an elective case was performed. A radial approach was chosen for the procedure. Pre-dilation was not conducted. A cypher (3.0/18mm) was implanted at 18atmospheres (atms) for 16 to 30 seconds at the target lesion. Post-dilation was conducted with a balloon (3.5/15mm) at 18atm. Inflation time was unknown. Timi flow before and after the procedure was 3. The residual % of stenosis was 0.7%. Ivus was conducted. There was no problem regarding this implant and the product. Seven months later coronary angiography (cag) was performed showing that the implanted cypher was patent. A year later, follow up cag was conducted and a stenosis was observed at the mid lad (75%), that was not in-lesion and a 90% stenosis of the posterior descending branch (pd). There was no restenosis observed inside of the cypher stent in the proximal lad (25%). However, the distal edge of the cypher was under-dilated. Two weeks later, pci was conducted. To treat the mid lad, a taxus (3.5/20mm) was implanted directly at the lesion in the mid lad, which was further than 5mm from the implanted cypher. Post-dilation was not conducted. The residual % of stenosis was 0%. To treat the under-dilation of the distal edge of the cypher implanted at the mid lad, poba was conducted with the taxus's balloon. The residual % of stenosis at the mid lad was 0%. To treat the pd, pre-dilation was conducted with two balloons (2.5/15mm: sapphire and then 2.25/15mm: ryujin plus). A taxus (2.5/20mm) was implanted at posterior descending branch (pd). Post-dilation was not conducted. The residual % of stenosis was 0%. There was no more information regarding the procedure. Two days later, the patient was in stable condition and was discharged from the hospital.